Manufacturer narrative:
Literature citation: hideto sano, masaiti hasegawa, masato takahashi, kazutaka igarashi, atsushi hasegawa, shunsuke sato, kazuhiko satomi, shoichi ichimura "outcome of bkp and posterior fusion for osteoporotic vertebral fracture- excessive correction for its alignment causes new vertebral fracture postoperatively". Mean age: 75.9 years old female: 38. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that total of 60 patients with osteoporotic thoracolumbar vertebral fractures (male:22, female:38) underwent bkp (35 cases) / posterior spinal fusion (25 cases) in the facility from jan, 2000 to jun,2014. Post-op, new vertebral fractures were observed in 10 bkp patients, and among those 10 patients cement migration were seen in an unknown number of patients.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.